Event description:
It was reported that the clamp was worn and wouldn't hold the tube. After few minutes, the clamp let go of the tube. This happened a few times. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. Visual inspection showed that the holding grooves were worn out; therefore, a correct seating of the tube could not be guaranteed anymore. It should be noted that the clamp has been in use for several years. It is possible that the damages were caused by normal wear and tear. No product fault could be detected. This complaint is invalid from a manufacturing standpoint.